Manufacturer narrative:
The failure investigation has been completed and the alleged issue could not be verified due to no usb communications.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. On 06/19/2017: during a follow-up call, it was reported additional occlusion alarms occurred after performing a supply change. The customer confirmed that proper labeling is followed. The customer reported manual injections would be used for insulin therapy.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer believed the blockage was located in the cartridge causing the customer to perform cartridge changes every other day. The customer's blood glucose (bg) level was 350 mg/dl. A system check was performed and the occlusion was found to be within the cartridge. The customer was to perform a supply change and deliver a correction bolus to address the bg level and current occlusion.